Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer had symptoms such as not wanting to eat, drinking lots of fluid and frequently going to the bathroom. The customer treated with the pump and needle. Customer's blood glucose value was 551 mg/dl at the time of the call. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product was not returned for analysis.